Event description:
On (B)(6) 2011 the patient's fasting blood glucose reading was 390 mg/dl, and that evening she was admitted to the hospital with a blood glucose reading of 672 mg/dl. The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient received treatment with intravenous fluids and insulin. Troubleshooting revealed the pump settings and date/time were correct, all total basal/bolus doses given correctly matched those programmed, and there were no issues with the infusion site or infusion tubing or cannula. It was also determined the patient's technique was incorrect in that she did not change the infusion site, set and insulin cartridge for five days, greater than the three days as recommended by the manufacturer. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia and received emergency medical attention and treatment with insulin, this complaint is being reported.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continued use of the pump, the event date was overwritten in the pump¿s history. Review of the pump¿s available history showed no alarms or errors related to the event and only typical usage was observed. The current total daily totals correctly reflected the user¿s programmed basal rates. The pump powered on normally and displayed the ¿verify¿ screen. The pump was exercised for 24 hours successfully with no alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage or moisture was found on the internal circuit board. The internal battery was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.